Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016, product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The initial reported event was received on (B)(6) 2016. Of note, the reportable serious injury of infection is normally submitted via an alternative summary report (asr) that would have been due on (B)(6) 2017. The lead was returned and analyzed and subsequently tested out of specification on (B)(6) 2017, thereby disqualifying the event from reporting via asr. The event now qualifies for submission via the bi-monthly timeline.

Event description:
It was reported the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) system was removed and re placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.